Manufacturer narrative:
H.10: the customer stated that the the device was cleaned according to the instruction for use. However, it is unclear if they followed indication related to maintenance of the water quality and daily check of hydrogen peroxide. Information has been requested. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of two (2) meters from the surgery field. In addition, it was learned that h2o2 check is not applied as recommended by device instruction for use and that a pall filter for the tap water is not used while sterile water is used. This practice is not in accordance with device instruction for use and the above mentioned deviations may have led/contributed to the reported contamination.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6) livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received report of repeated positive laboratory test results for a heater-cooler system 3t over 2020 and 2021. The unit was found to have a high bacterial count and resulted to be contaminated with mycobacterium chimaera. There is no known patient involvement.